Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered vaginal pain, urinary problems, bleeding, pelvic pain, urinary incontinence, discharge, infections, and burning. No further information has been provided.